Manufacturer narrative:
On an unknown date in the beginning of (B)(6) 2016, the patient experienced peritonitis. This complaint is for an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the patient line and the transfer set which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported). At the time of this report, the patient was recovering. It was not reported if the patient was retrained on properly securing the patient line during therapy. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Evaluation codes were provided. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.